Event description:
It was reported that the programmer exhibited an incorrect longevity estimate because of a battery longevity calculation overestimation. The device was explanted and replaced prior to reaching elective replacement indicator (eri) voltage level. The patient was in stable condition.